Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: d314drg, ICD, implanted (B)(6) 2012.

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced prophylactically due to a valve replacement. The rv lead was returned to the manufacturer where it was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.